Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a transurethral ureteral stent implantation procedure in the ureter, performed on (B)(6) 2023. During the procedure, it was noticed that the lower segment of the stent was folded. It could not be attached and fell off; therefore, the device could not be placed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was torn.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Imdrf device code a0414 captures the reportable event of stent torn material. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation and magnification, it was noted that the bladder coil was buckled/accordion, the suture hole and drain holes were torn, and the tip was also torn. The stent coil was torn from the drainage of the drain holes. A photo was also attached, and it was observed that the bladder coil was torn. A functional evaluation was performed and a mandrel 0.039" was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event of stent kinked was not confirmed. Based on the gathered information and product analysis, it is possible to conclude that these malfunctions could been caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure; this could have contributed to the failure affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a transurethral ureteral stent implantation procedure in the ureter, performed on (B)(6) 2023. During the procedure, it was noticed that the lower segment of the stent was folded. It could not be attached and fell off; therefore, the device could not be placed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was torn.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Imdrf device code a0414 captures the reportable event of stent torn material.